Event description:
A patient reported blood glucose results of "151 mg/dl" with a lifescan meter and "120mg/dl" on a laboratory device within 10 minutes of each other between the tests there was no intervention that would be expected to change the blood glucse. The meter was replaced.